Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the long bipolar grasper instrument would not articulate properly. The customer reported event had no report of patient injury. Intuitive followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.